Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two signal artifact monitor (sam) events were recorded, and minute ventilation (mv) was disabled. The device had been in ddir mode, and the patient has been in atrial fibrillation since implant. Technical services discussed switching to vvir mode, and turning right atrial sensing off while turning mv back on. Device reprogramming was successful. All impedance measurements were normal. The device was later explanted for unknown reasons. No additional adverse patient effects were reported.